Manufacturer narrative:
Additional information : upon follow up, the event occurred within twenty (20) hours after the start of the infusion. The luer was connected to a non-baxter "needles joint". The device was manufactured from january 08, 2019 - january 10, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and a crack was observed on the white luer which was connected to a non-baxter luer connector. The reported condition was verified. Due to the nature of the sample, no testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the low restrictor of a large volume infusor cracked while infusing. It was stated that ¿there was no liquid leakage from the level of cracking¿. The infusor contained 0.9% normal saline and fu (fluorouracil) to 240 ml. This was identified while in use on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.